Event description:
Caller (pt self tester) alleged discrepant results with the inratio meter compared to the lab. Pt's therapeutic range 2 - 3.

Manufacturer narrative:
Case was submitted to the med advisor for review. Med advisor determined that the inratio product did not contribute to the increase in coumadin dosage that was reported in this complaint. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2, reference: 1.6, mean: 1.8, confidence limits: (1.2 - 2.3). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2012, first inr: 1.3, second inr: 1.2, mean: 1.25, sd: 0.07, %cv: 5.66. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. User reported add'l inratio result (1.4 inr) obtained on (B)(6) 2012. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results, thus no further comparison analysis of this reported result is appropriate. Since no strip lot info was available, and no product associated with the complaint is expected for return, further product investigation/testing could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.